Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the endoscopic image of the subject device was not displayed. Sorc checked the subject device, and found that the reported issue was duplicated, and the video connector socket had been corroded. The locking lever had been damaged. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the failure of the locking function of the video connector socket due to the wear or the contact failure of the electrical contacts due to the wear by the repeatedly long-term use because over eleven and half years had passed from the subject device had been manufactured.